Manufacturer narrative:
The reported events of high capture threshold and high pacing lead impedance were not confirmed. Only the distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that prior to procedure, the patient's right ventricular (rv) lead had high pacing impedance and high capture threshold. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.